Event description:
Information was received indicating that a cadd legacy 1, mdl 6400, pump exhibited beeping while running on a cassette.

Manufacturer narrative:
Other, other text: b5: additional information received and attached by ICU medical on 21-feb-2022. The events did not occur while in use with the patient. H6: event problem and evaluation codes: updated after device evaluation.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed device was in fair condition with a scratched screen and missing nub. The investigation found that the moment the device was powered up it started double beeping. Based on evidence and investigation, the complaint allegation was confirmed. The investigation determined that a damaged downstream occlusion sensor was the cause of the reported issue. The downstream occlusion sensor was replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records